Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances. The patient went to the hospital with weakness and suspected syncopal episodes. Upon examination it was noted that this lead had clavicular crush, which caused a conductor fracture. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that during the lead revision, intermittent loss of capture (loc) was noted. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances. The patient went to the hospital with weakness and suspected syncopal episodes. Upon examination it was noted that this lead had clavicular crush, which caused a conductor fracture. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances. The patient went to the hospital with weakness and suspected syncopal episodes. Upon examination it was noted that this lead had clavicular crush, which caused a conductor fracture. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that during the lead revision, intermittent loss of capture (loc) was noted. No additional adverse patient effects were reported. This lead has not been returned.